Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x2.50mm, concentric and de novo target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for predilatation. However, during the procedure, the physician observed that the shaft of the balloon was broken. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. The shipping mandrel and balloon protector were returned in place on the device and were removed. There was contrast in the inflation lumen and balloon. There was damage to the rapid port exchange. The folds of the balloon were tight, however with balloon protector removed the proximal end of the balloon folds were slightly opened which is consistent with any slight twisting of the balloon protector during application or removal. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device failed to inflate to rated burst pressure as there was a puncture of the guidewire lumen 2mm from the rapid port exchange. Product analysis could not confirm the reported break, as the rapid port exchange was damaged but not separated. Functional testing showed an unreported puncture to the guidewire lumen. The damage found to the device is consistent with an interaction, or difficulties removing or inserting the guidewire.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x2.50mm, concentric and de novo target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for predilatation. However, during the procedure, the physician observed that the shaft of the balloon was broken. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.